Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported the holster broke about two weeks ago. Customer does not recall blood glucose at the time of incident and current was 473 mg/dl. High blood glucose of 566 mg/dl was also reported. No further information reported.